Event description:
Complainant alleged that while attempting to defibrillator a pt (age & gender unk) the internal handles would not allow the associated defibrillator to discharge. Complainant indicated that they attempted to defibrillate with three sets of internal handles and were not able to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.